Event description:
Procedure type: according to the reporter: procedure: monti, patient age: (B)(6), weight: (B)(6). A (B)(6) boy with neurogenic bladder underwent construction of a continent catheterizable yang - monti channel (vesico - entero - cutaneostomy). The channel is formed by isolating a 3-4 cm length of ilium and enteral continuity is hereafter re-established. In the process of this last step the gia6038s was reloaded with a new gia6038l reload and upon activation it misfired as no clips were present. This resulted in transection of the bowel without closure of the enterostomy. Resulting in bleeding (approx 50 ml) and decreasing the girth of the resultant final anastomosis. The anastomosis was therefore completed by suturing which added 30 minutes to the procedure. No post operative complications have so far been evident. Correcting the problem: suturing the anastomosis. No person injured, extension of op by more than 30 minutes, no blood loss, no extension of incision, no change of op, no loss or damage to tissue.

Manufacturer narrative:
(B)(4).